Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. No device malfunction was suspected. The patient was doing well postoperatively.